Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic during a follow-up. The longevity estimate from the device was different from manual calculations. The patient received a vibratory alert and the patient came back to the clinic. The patient was stable and will continue to be monitored.